Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient had the implantable neurostimulator (ins) pocket revised from the front to the back, and now it felt like the ins was lying on a nerve. She had pain at the ins site and down the left leg since the revision. She had been dealing with the pain. Her left foot "turned in" if she turned stimulation up to 4.0 volts since the ins was replaced when the pocket revision occurred. It wouldn't happen right away, but eventually she wouldn't be able to straighten it out. The issue would resolve once she lowered stimulation again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.